Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer's blood glucose (bg) levels have been elevated (no values provided), since switching to a replacement pump. Customer addressed elevated bgs by changing out the insertion site.